Event description:
It was reported the patient¿s ipg is inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. The battery capacity exceeded the expected calculated stimulation time. The ipg charged normally with lab equipment. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.